Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of a leak in the tubing was confirmed. During visual inspection, it was noted that the set separated from the pvc tubing to one of the drip chamber inlets. The cause of the leak experienced by the customer was due to the tubing separation at the drip chamber inlet. The cause of the separation appears to be insufficient solvent applied to the engagement point during the mfg process. The mfg database was reviewed; no quality issues were noted during production build for the involved lot# and failure mode reported.

Event description:
Customer reported tubing leaked where it connects to the drip chamber. No pt harm reported. No add'l info was available.